Event description:
The facility reported a colleague infusion pump with the reported condition of "display not working." It is unknown in which care area this event occurred. The reported condition occured during power up. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with the display not working was confirmed during product evaluation. This condition is due to a defective main display. The user interface model liquid crystal display (uim lcd) board was replaced to fix this condition.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Should the device or additional information become available, a follow-up medwatch will be submitted.